Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 800 mg/dl. The customer stated that she was treated at the hospital with manual injections. Troubleshooting could not be performed as the insulin pump is working properly and to call us back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.